Event description:
It was reported that the pump had a failed clutch error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked. Battery was not charging, left plunger case was damaged and the power supply shield was missing. Error history log review found a check clutch error. The root cause of the reported issue was found to be the clutch halves did not operate properly. Actions were taken to mitigate the reported issue: replaced clutch half's left and right, also replaced leadscrew and spring as a preventative measure.